Manufacturer narrative:
The device was returned in good physical condition. The device was set and turned on, where the described issue was replicated when the temperature rose until the over temp alarm triggered. Inspection of the internal pieces of the device found the return tube was cracked. It was replaced but the issue did not resolve. Then short circuit marks were noticed on the circuit board. The board was replaced, and tested long-term. At that time the temperature was stable and no further errors were triggered. Root cause for the short circuit of the board could not be determined. A device history review was conducted which found no discrepancies.

Event description:
It was reported that when the device is switched on, the temperature rises smoothly but then does not stop and goes into alarm. No adverse effects to patient reported.

Event description:
It was reported that when the device is switched on, the temperature rises smoothly but then does not stop and goes into alarm. No adverse effects to patient reported.

Manufacturer narrative:
The device was returned in good physical condition. The device was set and turned on, where the described issue was replicated when the temperature rose until the over temp alarm triggered. Inspection of the internal pieces of the device found the return tube was cracked. It was replaced but the issue did not resolve. Then short circuit marks were noticed on the circuit board. The board was replaced, and tested long-term. At that time the temperature was stable and no further errors were triggered. Root cause for the short circuit of the board could not be determined. A device history review was conducted which found no discrepancies.